Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Mediflex manufactured the flex arm, p/n 03.612.010, lot # 7422742, per po # 1562572, dated october 16, 2013, for 35 parts. The certificate of compliance, dated october 10, 2013, indicated the lot conformed to specifications. The flex arm was inspected and conformed to the synthes incoming final inspection sheet number 03if612010, revision ¿d¿. There were no material review reports , nonconformance reports or complaint-related issues with this lot, 35 parts were released to the warehouse on october 18, 2013. The flex arm was made to the synthes drawing # 03.612.010, revision ¿e¿, released on december 21, 2011. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was completed. As received condition of device; the device was non operational as it was received. The component of the arm which attaches to the post was broken off of the main body rendering the item unusable. The device was non-operational as it was received. The component of the arm which attaches to the post was broken off of the main body rendering the item unusable. The remainder of the arm functioned within specification. A visual inspection of the failure point showed that the threaded stud was snapped at the pin connection. The cause of this failure is unknown. Every other aspect of the arm worked appropriately. Based on the specifications at the time of the original manufacturing, the indeterminate root cause, and the evaluation performed by the supplier, this complaint is confirmed but not caused by supplier manufacturing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from an event in (B)(6) as follows: it was reported the flex arm instrument in the minimally invasive spine (mis) support was discovered broken by the sterile processing department. The handle to tighten the arm has come apart and is now missing a few washers. No patient was involved. This is report 1 of 1 for (B)(4).